Manufacturer narrative:
1. DHR/bhr review lot# 4258135. 1-this batch of products were assembled at intima ii auto line 4 in oct 2024, and packaged at r240 package line in oct 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. The customer has returned 1 photo, no defective sample. The photo shows that the unit package had been opened, the image is not clear, and it is not possible to confirm the status of the complaint sample. 3. Check the retained samples of this batch, no foreign matters are found. Please see attachment for the inspection report. 4. The latex stopper of the prn is made of natural rubber or synthetic rubber, aging occurs under ultraviolet rays or light, high temperatures, humidity etc. This may be accompanied by darkening of the color, so it is recommended that the product be transported and stored in a dark, dry place. Conclusion(s): no abnormality is found on process and retained samples. The photo shows that the unit package had been opened, the image is not clear, and it is not possible to confirm the status of the complaint sample. Since we have not received the defective sample, we cannot confirm the status and composition of the foreign matter, so the root cause of this defect cannot be determined. The plant will continue to track and monitor such defects.

Event description:
1. Please provide a sample, photo or detailed description of the foreign body observed. -the foreign body is the one observed in the red circle in the attached photo. 2. Does the foreign body observed damage the packaging seal? -the packaging is not damaged. 3. Is the foreign body located inside or on top of the cannula/needle? -no. 4. Is the foreign body located in the fluid path? -no. 5. Are there any droplets in the syringe? -not applicable. ***no additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc had foreign matter (B)(6) 2025 nurse used a closed intravenous indwelling needle on a child patient and found that the prn cap was dirty with obvious black stains. She immediately stopped using it and replaced it with a new closed intravenous indwelling needle. No harm was caused to the child patient, and she reported it to the head nurse.